Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan failures when attempting to start and read multiple freestyle libre 3 plus sensors with the ilet app despite app reinstalls, bluetooth and nfc checks, and compatible phone use, leading to dosing stops soon and dosing stopped alerts; the event aligned with an intermittent communication failure involving the sensor¿s antenna within the electrical and magnetic component domain. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the ilet app and the freestyle libre 3 plus sensor consistent with intermittent communication failure implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-device component failure.